Manufacturer narrative:
A ge oec service representative investigated the issue and found that the camera was hitting a displaced wire harness. The wire harness was re-secured in proper position to restore functionality. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.

Event description:
The ge oec 6800 miniview fluoroscopy system had camera rotation opposite of intended. Camera rotation was not correct.